Event description:
On 5/31/2024 it was reported by a sales representative via phone that two ar-19032c rc fiberstitch anchors were pre-deployed in the packaging. Additionally, the tip of an ar-1926bcsp biocomposite pushlock broke during insertion. All broken fragments were successfully removed. This was discovered during an rcr procedure on (B)(6)2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.